Event description:
A report was received that the patient will undergo a revision procedure. No further information is available at this time.

Event description:
A report was received that the patient will undergo a revision procedure. No further information is available at this time.

Manufacturer narrative:
Additional information was received that the patient will not proceed with the pocket revision.

Manufacturer narrative:
Additional information indicates that the patient will undergo a pocket revision procedure due to discomfort at the pocket site.

Event description:
A report was received that the patient will undergo a revision procedure. No further information is available at this time.